Event description:
It was reported that a malfunction never has been detected at the device. According to the surgeon, the device had to be explanted due to medical reasons. The pt was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.